Manufacturer narrative:
(B)(4). Concomitant product(s): a 157448, m2a-magnum mod hd sz 48mm, 573060; 139256, m2a-magnum 42-50 tpr insrt std, 705020; us157854, m2a-magnum pf cup 54odx48id, 451440. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02725, 0001825034 - 2018 - 02726, 0001825034 - 2018 - 02724.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip procedure. Subsequently, the patient underwent a revision surgery due to pain, elevated metal ions, trochanteric loss, and pelvic discontinuity. Intra-operative findings included pseudotumor, blackened tissue, and patient bone fracture. The head was corroded onto the trunnion and could not be removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is submitted to relay additional information received. The complaint cannot be confirmed since the medical records were not provided. Review of the device history records for provided part number, lot number identified no deviations or anomalies that contribute to the reported event. A definitive root cause cannot be provided based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.